Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
A facility reported a (B)(6) year-old male patient with traumatic brain injury (subdural acute hematoma) was transferred urgently to the operative room, the catheter was zeroed with the skull open; the measure value was 20 (not compatible with patient situation). Medical staff took off the catheter and in the air the value measured was still 20. They re-zeroed the catheter, zero value was displayed and they tried to implant again the catheter, displayed measure value was -15. They performed a tac but the catheter was correctly in place. The catheter is still in place measuring -15 (not compatible with patient status). The catheter placement is intraparenchymal.

Manufacturer narrative:
The cerelink sensor was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, the possible root cause for this issue reported by the customer could be due to excessive pressure applied to product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.